Manufacturer narrative:
Fluid was observed exiting a tear in the soft needle. It could not be determined how or when the tear occured. No other abnormalities were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose (bg) levels reached 16.8 mmol/l (302 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A correction bolus was administered using the pod but the patient's bg levels did not decrease. The patient noted the adhesive pad was wet and a new pod was applied to treat the hyperglycemia. (B)(6).